Event description:
It was reported that the reading site was replaced every 8 hours after the start of use. The site was then changed from the thumb of the left foot to the thumb of the right foot. A blister was observed on the thumb of the right foot. The reading site was changed again the following day, but a blister was again observed on the thumb of the right foot. The child was reported to have sensitive skin. The patient was primarily in the supine position, and occasionally in the prone position. In addition to the nurse, the patient¿s parents also applied the device when it became detached. Medical tape was wrapped around the device to secure it. The sensor application site and surrounding skin were checked periodically, and the patient was showing signs of recovery and had short-term hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reading site was replaced every 8 hours after the start of use. The site was then changed from the thumb of the left foot to the thumb of the right foot. A blister was observed on the thumb of the right foot. The reading site was changed again the following day, but a blister was again observed on the thumb of the right foot. The child was reported to have sensitive skin. In addition to the nurse, the patient¿s parents also applied the device when it became detached. Medical tape was wrapped around the device to secure it. The sensor application site and surrounding skin were checked periodically, and the patient was showing signs of recovery.